Event description:
It was reported that a transducer, 60 inch (152 cm), 3 ml/hr, microdrip, generated a leak during patient use. The following issue was reported by the customer: ¿the intensive care unit report another disposable who leaks at the arterial catheter chip level.¿ the nurse from the intensive care unit brought the leaking device to the customer. The patient was connected to the infusion line. No adverse events and no human harm. There is an infectious risk. The device was changed. No need for medical intervention. No physical default on the device before use. It was a blood pressure monitoring device. No medication. The event was noticed several days after installation. There was no harm to the patient reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The reported complaint of leakage was not confirmed on the returned set. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. Without the return of the reported sample, the complaint could not be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.